Event description:
The nykanen rf wire kit was used in a pulmonary atresia procedure. The angiographic catheter was inserted in the pt and the pulmonary valve (pv) was confirmed by contrast injection. As the pt's anatomy did not allow for the guiding catheter to also be introduced, the angiographic catheter was removed. The guiding catheter was inserted underneath the atretic pv and contrast injection was used to confirm positioning. The nykanen rf wire was inserted and advanced up to the pv and rf energy (pulse mode, 1 sec) was applied. The puncture was made at the right ventricular outflow tract on the aorta side, outside of the pv. The aorta was inadvertently punctured. Cardiac tamponade occurred after a few minutes. Pericardiocentesis was performed, but the pt's condition did not improve. Open heart surgery was required to correct the punctured aorta, which stabilized the pt's blood pressure temporarily. Subsequently, the pt's blood pressure gradually decreased. Pt death occurred. The physician indicated that there was no device defect. Due to the pt's anatomy, correct positioning of the nykanen rf wire at the desired puncture site was challenging.

Manufacturer narrative:
Review of the device history record confirmed all devices in the lot met manufacturing requirements prior to shipment. Perforation is an inherent risk to this type of procedure and is identified in the device instructions for use.